Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (0.303 vs. Expected results <0.012 ng/ml) from a single patient run on the vitros 5600 system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the higher than expected result was not reported from the laboratory. The customer repeat tested the sample per customer policy prior to reporting. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient run on the vitros 5600 system. There was no evidence to suggest an instrument or reagent malfunction had occurred. A definitive root cause for the event could not be determined.